Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. It is unknown what device has been implanted distally and both devices were investigated. Another device was involved (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing dissection extension. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: chronic type b dissections. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and surgical conversion.

Event description:
On (B)(6) 2015, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a descending aortic dissection rupture. The dissection started 5-10 cm distal to the left subclavian artery. The devices were placed in the z2 (distal to the left common carotid artery). Patient tolerated the procedure. It was reported that on (B)(6) 2018, an expanding of the chronic type b dissection from (B)(6) 2015 was identified. This chronic type b dissection led to a thoracoabdominal aneurysm and on (B)(6) 2018, the patient underwent an open repair of a thoracoabdominal aortic aneurysm using a 26mm four-branch gelweave graft and additional grafts in the iliac arteries. There was a short segment of normal aorta between the repair and the original procedure where gore devices have been used. On (B)(6) 2018, the abdominal area was washout with exploratory laparotomy, secondary abdominal closure. The patient was discharged from the hospital on (B)(6) 2018 and was doing well. On (B)(6) 2018, follow up computed tomography angiography (cta) showed that the maximum diameter of aortic aneurysm/lesion was 49mm. On (B)(6) 2018, follow up cta showed that the maximum diameter of aortic aneurysm/lesion was 48mm. It is unknown why the dissection was expanding and if it was from an entry tear outside of the area treated by a gore device or it was from a leak.